Manufacturer narrative:
As of today, this product has not been returned. Should add'l info become available, this report will be updated.

Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away in 2008. The wife of the pt did not know what the cause of death was; however, stated that the device did not got off and did not work. It was unk if any autopsy was performed and the wife was unable to recall what the causes of death was on the death certificate. The device was buried with the pt. The wife had placed a call into pt services to return the latitude communicator. No further information has been made available at this time.